Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the device experienced backrest unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Product disposition: the device that was pending evaluation was evaluated and returned to service. Evaluation results findings (results/components): chassis/frame / rivet. Imdrf codes have been updated to reflect this.

Event description:
No new information.